Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The logs confirm a motor stall occurred on (B)(6) 2013 at 20:27. The patient has not had any MRI, medical procedures or exposure to magnets. The pump had completely stopped and the patient was not receiving any intrathecal baclofen. That morning and early afternoon the patient was very anxious and stressed because the alarm was going off and he became more spastic. The patient was currently fine. They planned to inform the physician of the current status of the pump, so they can decide how to proceed. The pump was delivering baclofen. Additional information reported the logs indicate the pump recovered on (B)(6) 2013. The patient wanted the pump replaced. The pump was replaced.

Event description:
Additional information reported the patient was on a baclofen pump which stalled and the neurosurgery team was not available to perform the surgery right away. They made the patient wait a few days to get the pump replaced.

Manufacturer narrative:
Product ID: 8711, lot# j11285r31, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaf t-bearing. There was significant residue and shaft wear on the upper shaft of gear two. There was some residue on the jewel where the upper shaft of gear two inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.